Event description:
Revision planned for pt with a bicompartmental knee replacement.

Manufacturer narrative:
Revision planned for pt with a bicompartmental knee replacement. Review of the device history record indicates that the device was manufactured to specification.